Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this pacemaker system called technical services (ts) and reported difficulties connecting this pacemaker with the communicator. Troubleshooting efforts were performed but were unsuccessful. Ts referred the patient to the device treating clinic for further assistance. Subsequently, during a follow up clinic visit, the health care professional (hcp) reported continued difficulties interrogating the device with their programmer. Ts provided additional troubleshooting recommendations. No adverse patient effects were reported. This pacemaker remains in service.